Event description:
It was reported that a routine acucise case was performed and a tamponade catheter was utilized. After the procedure was completed the patient's blood pressure dropped during recovery and the patient underwent open surgery to remove the kidney. Patient was stabilized and no further incident has taken place.